Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels and he was hospitalized for diabetic ketoacidosis. The patient's blood glucose result was 675 mg/dl. The type of treatment given to the patient was not provided. It is unknown how long the patient was in the hospital. The patient stated he now has to see a pain management specialist for neuropathy in his feet due to the hospitalization for diabetic ketoacidosis. The patient attributes the neuropathy to his infusion device not delivering insulin boluses that he programmed through the blood glucose monitor. The patient reported there have been "several" hospitalizations for elevated blood glucose levels resulting from the infusion device delivering an inaccurate amount of insulin. The patient declined to provide additional information. The infusion device was requested to be returned for product evaluation.